Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, constant downstream occlusion alarms, which were not reproduced or confirmed during evaluation. The device passed all testing and there was no evidence of constant false downstream occlusion alarms in the device event history log. No component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Manufacturer narrative:
(B)(4). The evaluation codes in the supplemental manufacturer report was incomplete and has been updated.